Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had crack on the front face and hard to see the screen. The customer¿s blood glucose was unknown at the time of incident. The customer also report the no delivery alarms. Troubleshooting was performed. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device received with cracked case near display window corners, cracked on display window and minor scratches on display window noted. (B)(4).